Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a flashing display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer also indicated that the pump piston is loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify inset battery now message due to flashing white lcd. No piston anomalies or reservoir tube anomalies noted during our visual inspection. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.